Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify motor sensor test failure alarm due to motor error alarm. The insulin pump had scratched display window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 398 mg/dl at the time of incident. The customer stated that the motor error alarm recurred during fill cannula. The customer stated that they found motor position encoder error alarm and motor sensor test failure alarm in the alarm history. The customer stated that the drive support cap appeared normal. The customer performed displacement test and the insulin pump passed. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.